Event description:
It was reported that during a remote follow up, premature battery depletion was suspected on the device. The device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was replaced to resolve the event.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. The device was received with battery voltage below elective replacement indicator (eri) level. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.